Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call inverse check error alarm, displayable history crc check failure and high blood glucose levels. Customer's blood glucose level went as high as 600 mg/dl. Customer changed out their infusion set twice and treated their high blood glucose via manual shot and insulin pump. Customer performed and passed the self-test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.